Manufacturer narrative:
Standard model concentrator without ocsi was used to supplement oxygen to a pediatric patient while using a ventilator. When the patient's spo2 level dropped, the flow rate of the concentrator was increased in lieu of changing to bottled oxygen.

Event description:
See attached medical device report (MDR) reporting requirements.